Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 325 mg/dl. The customer declined troubleshooting as he didn't have a battery cap for the insulin pump. Advised that a battery cap would be sent to him. Nothing further was reported.